Event description:
Had essure procedure in 2013, since then migraines, heavy menstrual cycles, severe cramps, skin problems, worst part is the fatigue since the procedure. Now I'm ending up going in for hysterectomy so my life can go back to normal.